Manufacturer narrative:
Method: product was not returned to the MFR. Results: product was not returned for evaluation. Conclusions: no conclusion can be drawn.

Event description:
Used the ace self adhering bandage to wrap around her knee. Did not specify if right or left knee. The ace bandage did not stick and it was hard to keep the product on. Used for approximately one week. The area started itching when she was wearing it. Noticed when she removed the ace bandage there was many little red bumps and the area itched. Customer stated, "it looked like a thick rash anywhere the bandage touched on the back, not the front, part of the knee." She called the doctor and he called in the dislucan prescription. She followed the instructions, which is one pill every other day (total of three pills). She also purchased and used (B)(6) for yeast infections due to the back of the knee area and yeast infections can develop. She will send a receipt or a note from the pharmacist on letter head for reimbursement. After she stopped using the bandage, took the prescription, and applied the (B)(6) cream, the area was better after approximately one week. It is fine now.